Event description:
Invalid result(s). Invalid result. The user reported that they performed the test procedure correctly, but the cassette didn't produce a control (ctl) line. Purchased from cvs.

Manufacturer narrative:
Case outcome: batch records for final product manufacture and qc record for cfl4080007 were reviewed and no abnormal issue was found in manufacturing process, technical testing and quality control inspection, and the manufacturing process. The test results of retention samples from cfl4080007 met the qc criteria. We have not found the complaint issue from the retained cassettes. The complaint is not verified.

Manufacturer narrative:
The current complaint is pending investigation from acon's contract manufacturer. Acon will submit a follow-up MDR upon investigation completion. Any additional information received by acon may be included with a follow-up MDR.

Event description:
Invalid result(s). Invalid result. The user reported that they performed the test procedure correctly, but the cassette didn't produce a control (ctl) line. Purchased from cvs.